Manufacturer narrative:
A ge service representative performed an on site investigation. The high level fluoro max was measured and found to be at 19.23 r/min. Could not duplicate the stated failure. However, as a proactive measure reduced the high level fluoro max to 15.88 r/min. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the high level fluoro on the 9800 system exceeded the maximum limit of 20r/min. There was no report of patient injury.